Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. The investigation is inconclusive for the reported self-activation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date (B)(6) 2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, after fully priming, the top slide of the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.